Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The subject device was returned damaged by autoclaving. As a result the cause for the difficulty could not be reliably determined.

Event description:
During a hemi-colectomy procedure, some staples did not come out of the cartridge when fired. No pt injury was reported.